Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. W hen the device was tested a different issue was found; it had a blank screen. The backlight inverter cable was found to be damaged. The reported event could not be duplicated.

Event description:
It was reported that the ventilator display froze. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.